Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reported being unsure if the cannula was properly seated in the infusion site. The patients reported blood glucose level was 600 mg/dl. The pod will not be returned as it has been discarded.